Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, damaged connector, belt communication issues, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing electrode belt connection issues, service code 204: belt/monitor unusable, and frequent gong alarms and that their electrode belt had a damaged connector.